Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned revealed setscrew in connector bore. (B)(4).

Event description:
It was reported that during the implant procedure, when connecting leads to the device, out of range impedances were observed on atrial and ventricle. No pacing was possible, neither on atrial channel, nor on ventricular channel. The physician disconnected the leads after reopening the pocket, and tested both leads on analyzer. All values were correct. The physician then reconnected the device, and made sure inserting very well the leads into connectors, and screwing very well the screws. The same problem occurred again in unipolar and bipolar configuration when device was connected. It was noted the patient experienced a ventricular pause during a few seconds. The device was attempted and not used. Another device was used. No further patient complications have been reported as a result of this event.